Event description:
The customer called to troubleshoot the pump. The customer reported that pt was hospitalized for low bgs. Troubleshooting was performed. The device passed the functional testing. The programming and bolus history were correct.